Event description:
Product - surface defect.

Manufacturer narrative:
Orginal issue description provided by the customer: surface defect on component. Additional information received by the customer confirms this event is related to failure to osseointegrate.

Event description:
Product - surface defect. Additional information received by the customer confirms this event is related to failure to osseointegrate.